Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. H6 investigation conclusions: adverse event related to patient anatomy and/or condition. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed. Available information suggests that patient and procedural factors likely contributed to the event due to the challenging anatomy of the patient altogether with a difficult imaging during the procedure. As reported by the field clinical specialist, the patient had a challenging anatomy and the leaflet visibility on echo was poor during the procedure. A challenging anatomy could cause suboptimal implant orientation or positioning leading to a non-optimal leaflet optimization and grasping. In addition, difficult imaging could also contribute to this non-optimal leaflet optimization and grasping that could eventually cause the slda. Therefore, the most likely root cause of this event was the operational context. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. One nonconformance was identified for this work order for a different device and the material related to the nonconformance was rejected. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case.

Event description:
Per report received from japan, edwards received notification of a pascal precision ace procedure in mitral position. One day following the procedure, slda (single leaflet device attachment) was detected on the posterior leaflet during echocardiographic examination. The patient exhibited no symptoms. A subsequent tee (transesophageal echocardiogram) confirmed slda and revealed the degree of mr (mitral regurgitation) had worsened. Mr was severe before the procedure, mild post procedure, and returned to severe following slda. Poor leaflet visibility was a procedural challenge. The device remains implanted. Obtaining consent and agreement for reoperation is planned.